Event description:
Subsequent to the initial 30-day medwatch report, the following information was received: this event is a duplicate and has been reported under MFR report # (B)(4). Since an initial report was filed, this event must remain reportable. The returned device analysis is filed under MFR report # (B)(4) (internal file number: (B)(4).

Manufacturer narrative:
Device codes: 2993 labeled na. Internal file number - (B)(4). Correction: device code 1528 - not labeled - removed. This event is a duplicate. Returned device analysis can be found under MFR report # (B)(4) (internal file number: (B)(4). Since an initial report was filed, it must remain reportable. No further investigation required.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during device preparation, the protective sheath of the nc trek 2.75 x 15 mm balloon dilatation catheter, was difficult to remove. The device was not used and there was no patient involvement. There was no reported clinically significant delay in the procedure. Another device was used to complete the procedure. No additional information was provided.